Manufacturer narrative:
An increase in stimulation threshold due to dislodgement was reported and this lead was explanted and replaced on (B)(6) 2022. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that the lead was repositioned due to increased stimulation threshold to 7v/1.0ms approx. 2 months after the implantation on (B)(6) 2021. This event was originally reported in MDR-1028232-2021-03752 with regard to solia s 53, sn (B)(4), which was a mistaken serial number. This is the correct product name and serial number.